Event description:
Reportedly, the device did not deliver staples. Load appeared to be empty. A colostomy was performed as well as the surgical time being extended by at least 30 mins. Sex: female. Procedure: lar.